Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient indicated that their device does not work well when running as the device¿s accelerometer to detect activity is completely inaccurate while running. The device remains in use. No patient complications have been reported as a result of this event.